Event description:
It was reported that the procedure was to treat a moderately calcified, 60% stenosis in the left anterior desending (lad). The 2.5x30 mm rx trek balloon catheter was advanced for pre-dilatation; however, as soon as inflation was started, a pinhole was observed. A dissection was observed when the contrast leaked from the pinhole. A coronary stent was implanted to treat the dissection. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction - the lot number has been corrected from 3011541 that was filed on the initial medwatch report to 30115g1. (B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.